Event description:
Complainant alleged that during biomed testing the deivce displayed "defib fault," "defib disabled," and "pacer fault 116" messages. Complainant indicated that there was no pt involvement in the reported malfuntion.